Event description:
It was reported the ¿inefficient electrode¿ was not used. The ineffective electrode was not used and there were high impedances noted. No other patient symptoms were noted. If additional information on intervention and outcome is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3999, implanted: (B)(6) 2012, product type: lead. (B)(4).